Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that six months ago the patient started experiencing bladder problems so they increased the setting to 2.5 and said that the stimulation sensation has gradually intensified and now getting a shocking/jolting feeling in labia. Reviewed therapy information and general programming guidance. They decreased the setting however said then bladder symptoms returned. During today's call it was determined that patient programmer is in reduced icon mode, which means patient doesn't have access to other programs. The issue was not resolved through troubleshooting as the patient is having unrelated surgery tomorrow and wanted to turn stimulation off which was the primary reason for call. After surgery patient to schedule appointment for reprogramming session at the healthcare professional (hcp) office.